Manufacturer narrative:
The reported event of guidewire was not going though was confirmed. As received, a complete lead was returned in one piece. The damage found was sustained during procedure. The lead was otherwise normal.

Event description:
It was reported that patient presented for an implant procedure. During the procedure, the guidewire became stuck when it was attempted to be backloaded into the left ventricular lead. Several attempts were made, but were not successful. The lead was replaced. The patient was discharged after the procedure.